Event description:
The facility reports the pt had fallen off the toilet. The carer pulled the pt into an open space to put the sling around them and pushed the up button. The hoist reacted slowly and then made a noise and dropped neck down. The carer then tried to release the sling from the hoist when they noticed that the left side of the jib was bent at shoulder height. The pt was eventually picked up manually and put into a wheelchair. No reported injuries.